Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the therapy failed, and the system was explanted and not replaced. The devices were returned for analysis.

Manufacturer narrative:
Product analysis #(B)(4): analysis information -- (B)(6)2025 16:07:32 cst pli# (B)(4) product ID# 977119 h3. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Continuation of d10: product ID 977a290 serial# (B)(6) implanted: (B)(6)2024 explanted: (B)(6)2024 product type lead product ID 977a290 serial# (B)(6) implanted: (B)(6)2024 explanted: (B)(6)2024 product type lead product ID 97791 serial# unknown implanted: (B)(6)2024 explanted: (B)(6)2024 product type accessory product ID 97791 serial# unknown implanted: (B)(6)2024 explanted: (B)(6)2024 product type accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.